Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with increased light sensitivity, mild pain and a sterile infiltrate that was treated with pred-forte drops in right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of increased light sensitivity and mild pain. Patient reported symptoms are not interfering with daily activities and after drops right eye feels much better and vision is great. Bcva from (B)(6) 2017. Right eye pre-op 20/20 -6.75 x -.50 x 5. Left eye pre-op 20/20 -6.75 x -.75 x 165. It was reported that symptoms resolved on (B)(6) 2017. This report is for the intralase laser. A separate report is being submitted for the visx laser.

Manufacturer narrative:
In the initial report the manufacturing date field for the system was not addressed. The date was unknown/not provided at the time of the initial report. However, at the time of this report the manufacturing site has provided the date as 2009 (year only). A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.